Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records by a health care professional. Review of the available records identified the following: findings: at the follow-up on (B)(6) 2022, the conventional image again shows a breakout of the radial articular surface with subluxation of the lunate in the volar direction. Plate left in place, joint realigned and plate screws re-inserted. The vpc-max screw is removed in the process. Imaging shows good alignment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hand/wrist surgery approximately one (1) year and ten (10) months ago due to a fracture. Subsequently, approximately two (2) weeks post implantation the patient underwent a revision surgery due to instability and secondary location.

Event description:
It was reported that the patient had an orif of a multifragmented, dislocated left distal radius styloid fracture on approximately two (2) years ago. At the two week follow up, x-rays showed secondary dislocation of the radial articular surface with subluxation of the lunate. Subsequently, the patient underwent reoperation fifteen days after the initial surgery; during which, the joint was realigned. The initial plate was left in place with its screws reinserted; however, the vpc max screw was removed in the process.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: e1; e2, e3. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Review of the available records identified the following: findings: the conventional image again shows a breakout of the radial articular surface with subluxation of the lunate in the volar direction. Plate left in place, joint realigned and plate screws re-inserted. The vpc-max screw is removed in the process. Imaging shows good alignment. Radiographs were provided but were not reviewed as the medical records provided the necessary information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.